Event description:
It was reported that (2) tsw35 devices were used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the stapler would not close. Another stapler was opened and it would not close. A third stapler was opened to complete the case. There was no consequence to the pt.